Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a vitrectomy procedure an ophthalmic console exhibited poor aspiration. The cassette was replaced and aspiration pressure increased without any problem. The surgery was completed successfully.

Manufacturer narrative:
A service record relevant to the reported complaint was found. The service record (sr) was opened to address the reported event. The company representative was able to resolve the reported event remotely with the customer. It was communicated that the aspiration pressure rose without any problems and was normal. There were no advisory messages displayed. It was explained that there is a possibility of clogging, and cassette replacement was requested because the probe did not show much improvement even after already being replaced. A system non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).